Manufacturer narrative:
(B)(4) describe event or problem - correction to statement "patient's mother stated that the patient experienced a hypoglycemic event and was incoherent and non-responsive." If follow-up, what type?: correction. (B)(4)

Event description:
Patient's mother stated that the patient experienced a hyperglycemic event and was incoherent and non-responsive.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known contributor of hypoglycemia and loss of consciousness.

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and a hypoglycemic event that occurred on (B)(6)2015. Sensor was inserted on (B)(6) 2015. At the time of the inaccuracies, the cgm displayed a bg value of 140mg/dl and the bg meter displayed 107mg/dl. Patient's mother stated that the patient experienced a hypoglycemic event and was incoherent and non-responsive. Patient was admitted to the hospital and treated with insulin. At the time of contact, the patient was in good condition. No additional event information was reported.